Event description:
It was reported that there were multiple times that the pump was set up but the medication is not infusing; no alarms went off. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The tamper seal was missing and the device had a damaged lens. No evidence was found upon error history log review. Counter shows it used 64.4 millimeters out of the 100 set (verified in history). Accuracy and speaker test were performed. The reported problem was not duplicated; the device was over-infusing. The root cause of the reported issue was found to be customer perception as the reported issue could not be duplicated during testing. No actions were taken for the primary concern reported; however, the expulsor was replaced for the over-infusion.